Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 269 mg/dl. The customer¿s expected am fasting blood glucose test result range is 130-135 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer was not using the proper testing technique. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 08/31/2023 and open vial date is 06/22/2022. The meter memory was reviewed for previous test result history (only two results were provided): result 1: 269 mg/dl, date: (B)(6) time: 6:03 am, fasting. Result 2: 173 mg/dl, date: (B)(6) time: 1:36 pm, fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Manufacturer narrative:
Sections with additional information as of 15-aug-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-062: user had poor technique.